Event description:
New information received notes that the right ventricular lead exhibited noise over-sensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the right ventricular lead exhibited noise. No intervention was performed, and the patient continues to be monitored. Patient status was not reported.